Event description:
Related MFR report number: 3006705815-2019-00117. It was reported the patient experienced overstimulation and was then unable to adjust stimulation. Diagnostics indicated high impedance readings on multiple contacts. Reprogramming was initially able to provide effective coverage. However, surgical intervention was then undertaken and the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.